Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tha was performed on (B)(6) 2022, the patient experienced a dislocation. This adverse event was solved by a revision surgery on (B)(6) 2022, where the oxinium fem hd 12/14 26 mm +8 was explanted and replaced. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the dislocation. It is noted the event was addressed via revision surgery. The patient impact beyond the reported revision cannot be determined with the information provided. It is noted, the surgeon doesn't think products failure. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components has been identified as warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, limited range of motion, patient anatomy, postoperative care or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.